Event description:
On march 25, 2006 the lay user/pt contacted lifescan alleging that his one touch ultrasoft lancing device had a broken casing. The senior medical affairs specialist spoke with the pt on april 2, 2006 to obtain/verify info. The pt reported that he had been unable to test for four days due to the broken lancing device. Although he was not testing, he maintained his advancement oral medication (1000 mg. Twice daily). He eventually developed symptoms of feeling tired, weak, frequent urination, constipation, and stomach pains. He made an appointment with his physician due to his symptoms. The pt reports his blood glucose was high on the physician's meter. The pt was administered an actos tablet at the appointment. He could not recall the result due to his symptoms at the time of testing. He was advised to start exervising 1/2 daily, drink fluids, and maintain a healthy diet. He was also prescribed metformin extended release 2000 mg with his evening meals advised to purchase a new lancing device to test three time daily. The customer care advocate reviewed this technique for collecting samples and verified that he was using the product according to instructions. The lancing device was replaced. This complaint is being reported since the lancing device broke, the pt was unable to test, developed symptoms consistent with elevated blood glucose levels, eventually made an appointment with his physician, and received oral medication treatment for high blood glucose levels.